Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that blood glucose dropped causing a hospitalization. Customer was advised to stop using the insulin pump and had been off the insulin pump therapy for one or two years due to the hospitalization incident. Customer declined to be transferred to helpline. The device will not be returned for the analysis.